Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to low blood glucose. The paramedics were called. Customer's blood glucose at the time of the event was 26 mg/dl. The paramedics transported customer to hospital. Customer stated that he experiences low blood glucose several times. Nothing further reported.